Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information from a family member that 1 month post implant of this 27mm aortic bioprosthetic valve and coronary artery bypass graft procedure, it was reported that the patient had a blood infection. The patient was admitted to the hospital with tachypnea and a temperature of 102.9. Blood cultures were performed and positive for enterococcus faecalis. A large hematoma was discovered over the left leg vein harvesting site which was warm to the touch and fluid filled. Medication was administered. No additional adverse patient effects were reported.